Event description:
A malfunction on a pump was reported by the caller, there was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappeared, which the caller acknowledged and understood.